Event description:
Customer reported that a pump issued an altitude alarm 21. Blood glucose level at the time was 17.1 mmol/l, falling within the normal range of 3.0-27.7 mmol/l. Customer continued using the current pump as a backup while a replacement pump was arranged by customer technical support.